Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6( health effect - clinical, type of investigation, investigation findings, investigation conclusions),h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and in checkup routine, checkup and functional test were performed without detecting any anomaly in operation. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) gives an error at the beginning of the treatment. There was no patient involved.